Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port of the pump was loose which caused the customer to experience difficulty intermittently charging the pump battery. Blood glucose was not impacted. Reportedly, the customer continued to use the pump for insulin therapy.